Event description:
It was reported that: pt is experiencing strain when exercising. Pt is also experiencing pain on the left side but said it was her back. Pt is reporting that she had x-rays and blood work done for her back. Pt is planning to go to her surgeon.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.